Manufacturer narrative:
Device evaluation: analysis of the returned device identified, creases fold, wear abrasion, observed 40 mm dark patch edge material inside gel device, deformation device and weight to the spec. Cloudy in the gel observed, after autoclave cycle. The unit is not rupture. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported, "right side rupture". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "right side rupture." Device has been explanted.